Event description:
The patient underwent rhinaer and presented at the emergency room two weeks later with nasal bleeding. The patient received packing at the ER and was then transported to a surgical facility. The patient underwent ligation of the bleeding artery on one side, which stopped the bleeding. The patient received a transfusion at that time due to hemoglobin falling to 8. The patient is now 5-6 weeks out and doing well. The patient was not on any anticoagulation therapy.

Manufacturer narrative:
None.